Event description:
It was reported that during a sparc implant, the physician could not get the plastic sheath around the mesh to separate. While trying to remove the plastic, the sling tore. A new sling was used to complete the procedure; no patient complications occurred.

Manufacturer narrative:
Additional information: evaluation info. This sparc presented with two needles with connectors attached. One needle possessed a length of sheath/sling that had been cut from the remaining sheath/implant assembly. The other needle possessed the remaining portion of the sheath and implant with the exception of ~5inch length of sheath which had been cut off and was loose. The mesh was elongated and necked along much of its length and was bloody. The sling was in a single piece and was not torn. A portion of the sling was not covered by sheath while a portion was covered. The suture was broken while still being incorporated within the mesh, inside the sheath. The two sling pieces had been separated from one another as there was no overlapping sequence. On both ends of the separated sheath where they originally overlapped there was a ~1" slit down the middle of the sheath.